Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as it reached elective replacement indicator (eri) status one year after implant, noted during a routine follow-up. There is no evidence to suggest a request was made to have data from this device analyzed. The device was explanted and replaced as a result. No additional adverse patient effects. The ICD was returned for analysis.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as it reached elective replacement indicator (eri) status one year after implant, noted during a routine follow-up. There is no evidence to suggest a request was made to have data from this device analyzed. The device was explanted and replaced as a result. No additional adverse patient effects. The ICD is expected to be returned for analysis.